Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on an undisclosed date and an obturator sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. On (B)(6) 2005 the patient had surgery to treat cystocele and urinary hesitancy and pelvic floor mesh was implanted. On (B)(6) 2007, the patient underwent a repair of a rectocele and of previously implanted mesh. On (B)(6) 2008 the patient had another sling implanted to treat stress urinary incontinence. On (B)(6) 2010, the patient had mesh explanted due to mesh exposure. (B)(4). Urinary hesitancy. Mesh exposure. Cystocele. Rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01356 and medwatch 2210968-2012-01358. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia vaginal scarring and vaginal discharge with vaginal odor. It was reported that patient underwent in office tvt tape release by implanting physician due to urinary retention. It was reported that following insertion the patient experienced dysfunctional uterine bleeding, stress incontinence, acute cystitis, urinary urgency, urinary tract infection, and overactive bladder.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.